Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that insulin pump had unexpected restart alarm and multiple external ram crc error. Customer¿s blood glucose was unknown. Customer reports they were able to clear the alarm and able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change. It was also reported that the insulin pump received alarm multiple times. The insulin pump will not be returned for analysis.